Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17429. It was reported the patient is experiencing back pain and pressure upon turning on stimulation which has progressed over the last month. A sjm representative was unable to resolve the issue with reprogramming. The patient is working with the physician to determine if surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.